Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged during tether mode during a difficult release and migrated to the pulmonary artery after prematurely separating from the delivery catheter. The lp was retrieved and implant attempt abandoned. The patient was discharged following the procedure.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged during tether mode and migrated to the pulmonary artery after prematurely separating from the delivery catheter. The lp was retrieved and implant attempt abandoned. The patient was discharged following the procedure.